Manufacturer narrative:
Batch review performed on 18 september 2024: lot 2000875: (B)(4) items manufactured and released on 23-june-2020. Expiration date: 2025-06-21. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Additional device involved batch review performed on 25 september 2024: liner: mpact 01.32.4048hct flat pe hc liner ø40/f (k122641) lot 2003337: (B)(4) items manufactured and released on 02-july-2020. Expiration date: 2025-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 3 years 8 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and iner. The surgery was completed successfully.